Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a sudden shutdown of the device and it does not recharge. There was no reported patient involvement.

Manufacturer narrative:
This is a duplicate case of MFR report # 1218950-2016-03026.